Event description:
It was reported that the patient underwent surgery on (B)(6) 2005 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, menorrhagia, dysmenorrhea, cervical dysplasia and a mesh was implanted. Concomitantly the patient underwent an endometrial ablation. It was reported that the patient had a mesh revision surgery in (B)(6) 2006, due to erosion.